Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer accidentally skipped removing the air from the cartridge during the load process. Tandem technical support advised the customer that the fill tubing process may take longer due to air not being removed. The customer successfully completed the load fill tubing sequence. The customer's blood glucose (bg) level was 286 mg/dl and a correction bolus via the pump was delivered to address the bg level.